Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. This IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced ventricular tachycardia with nausea, malaise, palpitations, and shortness of breath. The arrhythmia was not thought to be device or therapy related, but the patient had an implantable cardioverter-defibrillator that was not implanted before the lvad. Drug therapy was provided and the arrhythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6), 2023 for sustained ventricular arrhythmia that required dc (direct-current) cardioversion or defibrillation. The patient was also given drug therapy and a countershock. The patient was discharged on (B)(6), 2023. The patient had a history of supraventricular tachycardia prior to left ventricular assist device (lvad) implant.